Event description:
It was reported to philips that the device was missing a button on the display. There was no patient involvement.

Manufacturer narrative:
The customer requested that an authorized philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty lcd display and cover. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the display cover and kit display. The parts were replaced and the device passed all performance assurance testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.